Event description:
It was reported that the patient experienced pain between the rib cage and hip bone. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the device was explanted.